Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) experienced a pleural effusion and subsequently passed away. The cause of death was reported to be cardiac arrest. In the month prior to the receipt of this report, the patient was diagnosed with a pleural effusion. On unknown date in the month prior to the receipt of this report, the patient had the pd catheter removed and stopped pd therapy. The patient was treated with unknown antibiotics. On unknown date in the same month, the patient was placed on cvvh (continuous hemodialysis therapy). The following month, the patient died of cardiac arrest while hospitalized. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient passed away on (B)(6) 2014. It was reported that an autopsy was not performed. The device was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.